Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a weak battery alarm but the customer could not change the battery because she was unable to remove the battery cap. The customer stated that the battery cap is stripped due to over tightening over time. Customer noticed the damage on (B)(6) 2015. Blood glucose value was 124 mg/dl. The customer mentioned her blood glucose had gone to 260 mg/dl due to having a cold and taking steroids. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a stripped battery cap coin slot, a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.